Manufacturer narrative:
The field service engineer replaced parts and performed qcs with acceptable results. The issue was not resolved. On 23-may-2025, the customer reported new questionable troponin t assay results: patient sample 4: on (B)(6) 2025: the initial result of the initial patient sample at 5:30 pm from the analyzer was 23 ng/l. The result of a new patient sample taken at 8:09 pm was 5 ng/l. The doctor questioned the initial result, prompting the patient's sample to be rerun. The repeat result of the initial patient sample at 10:00 pm was 24 ng/l. The repeat result of the new patient sample at 10:00 pm was 12 ng/l. On (B)(6) 2025: the repeat result of the initial patient sample from another analyzer was 7.61 ng/l. The repeat result of the new patient sample from another analyzer was 6.72 ng/l. The repeat result of the initial patient sample from the analyzer was 5.68 ng/l. The repeat result of the new patient sample from the analyzer was 4.79 ng/l. The qcs were within the specified ranges. The patient sample tubes were centrifuged at 3000 g for 5 minutes instead of the tube manufacturer's specification of up to 1300 g for 10 minutes. The instrument log showed 8 sample data alarms on (B)(6) 2025. The investigation determined the event was due to sample handling (incorrect centrifugation settings). A general reagent problem was not detected because the qcs before the event were within the specified ranges; also, isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable troponin t assay result from three patient samples tested on the cobas e 801 analytical unit. Patient sample (B)(6) on (B)(6) 2025: the initial result of the initial patient sample from the analyzer was 80 ng/l. The result of a new patient sample taken a few hours later was 4 ng/l. The subsequent patient sample results were also low. The initial result was questioned, prompting the patient sample to be rerun. The repeat result of the initial patient sample from the analyzer was <3 ng/l. The repeat result of the initial patient sample from another analyzer was <3 ng/l. Patient sample (B)(6) on (B)(6) 2025: the initial result was 23 ng/l. The first repeat result was 24 ng/l. On (B)(6) 2025: the second repeat result using the primary patient sample tube was 5.68 ng/l. The third repeat result using the secondary patient sample tube was 5.21 ng/l. Patient sample (B)(6) on (B)(6) 2025: the initial result was 5 ng/l. The first repeat result was 12 ng/l. On (B)(6) 2025: the second repeat result using the primary patient sample tube was 4.79 ng/l. The third repeat result using the secondary patient sample tube was 4.39 ng/l.